Manufacturer narrative:
Manufacturer ref# (B)(4). This MDR submission is being filed to report the product analysis results for the returned device. The delivery wire was confirmed separated, the findings meet u.s. FDA regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and dried residues were found surrounding the stent body and distal end of the delivery wire. Flushing was attempted to dissolve the residues; however, high resistance was met, and the positioning coil of the delivery wire tip was found separated from the delivery wire. A device history record (DHR) was performed, and no internal actions were identified. The issue reported regarding the impeded condition can be confirmed based on the damaged delivery wire. The broken condition of the delivery wire suggest that the delivery wire was pushed or retracted against resistance sufficiently to cause the delivery wire to break. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm vascular reconstruction device (product code: encr402312, lot number: 9633179) was impeded in the middle section of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31718184) and could not advance any more. The doctor only retracted the stent alone and switched to a second stent. The surgery was prolonged by about 10 minutes. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system was answered as ¿yes¿. Is a push plunge rhv being used was answered as ¿twisted type¿. Is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter was answered as follows: for this stent, no additional force was required. The delivery wire was removed smoothly, and its delivery wire was still attached to the stent. The replacement stent was another enterprise2 of same product code with the second stent. Additional event information received on 27-may-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was no flush during the procedure. They were not able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. The 10 minutes procedural delay did not result in a patient adverse consequence. Based on the product analysis of the device received, the delivery wire was separated.